Event description:
During a podiatry procedure, the doctor and multiple residents were preforming an ankle scope and ligament repair on a patient. Arthrex anchors were being used during the procedure. Two of the anchors were implanted and explanted. As reported by the doctor, one of the anchors broke during the procedure, and the other anchor failed to attach to the bone properly. There was no adverse effect to the patient.